Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during prime/delivery test at 4.0 pounds due to faulty force sensor resistor. All buttons functioned properly, no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
It was reported that customer received a compromised force sensor alarm. It was also reported that buttons were not responding. Insulin pump would be replaced.